Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured at the end of infusion. The device had been filled with 70mg alpha-galactosidase in 500ml physiological solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2015. The device was received for evaluation. Visual inspection revealed that the device¿s bladder had ruptured. Microscopic inspection revealed a marking on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.